Manufacturer narrative:
The insulin pump received with vibrator rattling due to vibrator adhesive not adhering time insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported the insulin pump was dropped on the floor some weeks ago. Customer stated there is damage to the vibrator and it sounds like there something inside rambling. Customer's blood glucose level was unknown. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.